Manufacturer narrative:
The received device had the cannula assembly fully deployed. Pod data indicates there was no struggle to deliver insulin. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The pod was received with the soft cannula deployed. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages, tears, or leaks were observed that would cause a leak during wear. The pod was received with evidence of blood on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. In addition the patient reports the pod was leaking during wear and had bleeding at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.